Event description:
This follow-up report is being submitted to relay additional information

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A revision surgery was performed, where the implants were removed and replaced with a spacer, therefore the complaint is confirmed. No products were returned, therefore no visual inspections or functional testing could be conducted. No x-rays, scans, or photos were provided. The devices were implanted (B)(6) 2014 and explanted (B)(6) 2019. It was reported that the patient had a pristine device, perfect screw position, and a good fit. The device had a little bit of fibrous tissue and granuloma around prosthesis indicative of an allergic reaction. The most likely underlying cause of the complaint is due to a patient condition. There was no allegation made against the implants themselves. This is the only complaint regarding a revision surgery to replace the implant due to allergic reaction and pain for this mandible (item# 24-6551, lot# 461850a) and fossa (item# 24-6561, lot# 417370c) component. The non-conformance database (tipqa) was reviewed no non-conformances were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left temporomandibular joint revision due to intractable pain and metal allergy. The surgeon reported the presence of a little bit of fibrous tissue and granuloma around the prosthesis indicative of an allergic reaction. The surgeon reported the device was in pristine condition, screw position was perfect and the fit was good. A spacer was placed after the removal of the prosthesis. No additional patient consequences were reported.